Event description:
It was reported that deployment was unsuccessful and stent snaring was required. A 32 x 3.00 rebel stent was advanced for treatment. The stent was delivered; however, it was not successfully deployed and had to be snared for retrieval by a vascular surgeon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent separated. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There were numerous hypotube and shaft kinks. The tip was damaged. The separated stent was severely damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that deployment was unsuccessful and stent snaring was required. A 32 x 3.00 rebel stent was advanced for treatment. The stent was delivered; however, it was not successfully deployed and had to be snared for retrieval by a vascular surgeon. No patient complications were reported.